Manufacturer narrative:
(B)(4). Evaluation of the returned device and review of the data log confirmed the reported intermitten out of range signal. A transmitter (sn (B)(4); mfg date: 7/25/2013) was also returned for evaluation and there was no problem found.

Event description:
Patient reported permanent out of range signal.

Event description:
Consumer contacted dexcom to report an intermittent out of range signal.